Event description:
The customer reported that the subtraction feature was intermittently not working properly. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine bridge board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.